Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in clinic for routine follow up. Upon interrogation, the right atrial lead exhibited noise and inappropriate ams episodes. All other electrical measurements were in range. On (B)(6) 2016, the lead was explanted during a normal device change out procedure.

Manufacturer narrative:
Final analysis found that the insulation was abraded at 18.3cm to 19.5cm from the distal tip. The abrasions were consistent with exposure to constant friction against another implantable device or feature of the heart.